Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation confirmed the customer reported issue of " image loss due to cable break". Inspection and evaluation of the device found black image. Service repair noted damaged cable and ccd (charge coupled device) unit was observed . The identified parts have to be replaced. No other faults were found. Evaluation findings confirmed the reported issue and found to be attributed to faulty ccd unit and damaged cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported , sent a repair request with a complaint description of image loss due to cable break. The issue found during an unknown event. There was no patient harm or injury reported. No user injury reported.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 24-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a damaged cable and a damaged charge-coupled device. The specific root cause of the damaged cable and the damaged charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.